Event description:
It was reported that intermittently, a cartridge alarm occurred. There was no reported adverse impact to the customer. Reportedly, the customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.